Manufacturer narrative:
The catheter was discarded by the customer and will not be returned for evaluation. Bwi field service engineer contacted the customer to schedule service/evaluation of the equipment involved. Customer refused service and stated that the event was not caused by the bwi equipment and no further action required. Bwi concomitant products: stockert 70 rf generator, us cat num: s7001, (B)(4); coolflow irrigation pump, us cat num: cfp002, (B)(4); carto 3 system, us cat num m480001, (B)(4); ez steer thermocool nav bi-directional catheter , us cat num: bni75tcdfh, (B)(4). (B)(4)

Event description:
It was reported that during a procedure, the physician was performing a 60 second ablation at 50 watts when he heard a steam pop at 58 seconds during ablation. Patient's blood pressure dropped. The physician confirmed pericardial effusion through ultrasound. A pericardiocentesis was performed and the patient stabilized. The physician continued the case. Patient was in stable condition. After multiple follow-ups, no additional information was provided by the customer.